Manufacturer narrative:
The pump was received with a motor error alarm during the basic occlusion test and gave an error alarm during the prime test due to a loose/protruded drive support disk. The motor passed the motor test. The pump had a missing end cap sticker, minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm and a compromised force sensor system alarm. The customer stated that the device made a grinding sound during priming. Blood glucose level at the time of the incident was 178 mg/dl. During troubleshooting, the customer confirmed that the drive support cap was protruding. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.